Event description:
Following a stent procedure an angio-seal device was placed in a pt's right groin. The pt was discharged the next day per hosp protocol. On 2/3/1999 the pt went to the emergency room of another local hosp, where manual pressure was applied (duration unk) reducing a hematoma to a 'golf-ball size." Ecchymosis was also noted over about an 8 inch by 10 inch area. The pt was kept overnight for observation and released the next day in satisfactory condition. As of 3/8/1999 there has been no further report to the MFR of complication or additional pt sequelae.